Manufacturer narrative:
As per investigation conducted by distributor: fastening components discovered to have undergone unauthorised modification upon installation resulting in adverse event. Components replaced and unit functioning without further issue. Investigation into distributor's installers ongoing.

Event description:
User reported that the lift tipped over and had minor injury.